Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure on february 11, 2025. During the procedure, the injection gold probe was used to treat bleeding. The catheter was removed, and the injection gold probe was cleaned due to tissue build up on the tip of the probe. During the cleaning process, the entire distal gold tip was detached. The procedure was completed using another injection gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached.